Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of a 26mm sapien 3 valve, in the aortic position by transfemoral approach. Patient presented with heavy valve calcification, but valvuloplasty was not needed. During the procedure, the valve was correctly positioned. During the valve deployment, pacing at 180 bpm was applied and seemed consistent (it had firstly been tested just after s3 positioning). Slow inflation was performed and the valve expanded correctly until almost its full width, but after ~1s fully inflated, the assembly balloon and thv popped few millimeters up in the ascending aorta. The inflation was maintained and the valve was deployed at this position. Patient's vitals were stable. Contrast was injected and the valve position, too high (approximative position would be 120/-20, asymetrical), was confirmed. An important leakage was also noticed. The physician decided to implant a second 26mm s3 valve. The second implant was performed successfully (approx. Position 90/10). No pvl at the end and coronaries were correctly perfused. Patient was well post-procedure. The physician assumed that the first thv dislodgement was due to a premature ventricular contraction (pvc) occurring during the inflation, despite the pacing.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided and following observations were made: the valve was deployed too aorta or high based on the base cusp, and the deployed valve was tilted within the native annulus. The second valve was deployed lower than the first valve. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed based on imagery review, and the complaint of unknown regurgitation was unable to be confirmed due to unavailability of relevant procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 26mm sapien 3 valve, in aortic position by transfemoral approach. Patient presented heavy valve calcification, but valvuloplasty was not needed. During procedure, the valve was correct positioned, not issues were found at this step. During the valve deployment, pacing at 180 bpm was applied and seemed consistent (it had firstly been tested just after s3 positioning). Slow inflation was performed and the valve expanded correctly until almost its full width, but after ~1s fully inflated, the assembly balloon and thv popped few millimeters up in the ascending aorta. The inflation was maintained and the valve was deployed at this position. Patient's vitals were stable. Contrast was injected and the valve position, too high (approximative position would be 120/-20, asymmetrical), was confirmed. An important leakage was also noticed'', and ''the physician assumed that the first thv dislodgement was due to a premature ventricular contraction (pvc) occurring during the inflation, despite the pacing''. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. In this case, there was pvc (premature ventricular contractions) occur during the valve deployment or balloon inflation, so the sudden blood ejection from premature contractions could push the inflated balloon (with valve) toward aorta as reported. As such available information suggests that patient factors (premature ventricular contractions) may have contributed to this complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Due to the valve was deployed too aorta, the deployed valve could have difficulty to seal against the target site (native annulus) resulting in paravalvular leak. In additional, the deployed valve was tilted within annulus, which could affect the blood flow pressure resulting improper coaptation of leaflets with central regurgitation. As such, available information suggests that procedural factors (valve malposition) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.